Manufacturer narrative:
(B)(4): clips were applied due to the laceration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient participating in a physician- sponsored study experienced laceration of blood vessels which was treated by clipping. Additional information was requested from the account. Should we receive additional information, a supplemental MDR will be filed.